Event description:
Customer reportedly received results of 400 mg/dl and 103 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 400 mg/dl and 103 mg/dl within 10 minutes on the compact plus system. No actions taken based on device 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300 mg/dl, 190 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.